Event description:
Healthcare professional reported approximately 20 days after injection in the "vermillion border upper lip lines" and "extended cf bil" with juvederm volbella with lidocaine and with juvederm voluma xc in the "mentalis crease and oral coms", the patient may have a possible infection having experienced very hot and swollen skin; site not specified. The patient was treated with antibiotics and hyalase. It is unspecified at this time of the reported symptoms are ongoing or have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of "possible infection" and "very hot and swollen skin" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.